Event description:
The customer reported the workstation could not save images after the system was rebooted. No pt injury was reported.

Manufacturer narrative:
(B) (4). The system was repaired, found to be operating as intended, and released to the customer for use.